Event description:
During a laparoscopic fundoplication procedure, there was a broken blade. The part did not fall into the pt. There was no pt consequence. It was not reported how the case was completed.